Manufacturer narrative:
No add'l info is expected.

Event description:
On november 21, 2006, eagle vision, inc rec'd the following report. The plugs which were inserted in 2006 are lot 72986, ref 3132 large super eagle. The numbers were the same for the right and the left. She was seen two mos later and both plugs were intact and unremarkable. Four mos later, she returned stating that the left plug was coming out. Slit lamp revealed that the inflammed internal tissue was extruding through the opening. The plug was removed and a doughnut of tissue came along with it. Tobradex drops were precribed for a week and the tissue was flush with the opening. A month later, it looked very good with the interior canal still having an inflamed appearance. The age of the pt was not reported.